Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/21/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the battery lock pin was bent and the front enclosure was damaged. The physical damages found during visual inspection are unrelated to the reported complaint. The platform was unable to undergo initial functional testing as it exhibited a "system error, out of service, revert to manual CPR" message upon power on, thus confirming the reported complaint. Further inspection of the platform found a defective processor pca board. A review of the platform's archive data was performed and found no errors or anomalies on the reported event date of (B)(6) 2015; however, a "system error" message was noted on (B)(6) 2015. Based on the investigation, the parts identified for replacement were the processor pca board, the battery lock pin and the front enclosure. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a "system error, out of service, revert to manual CPR" message was confirmed through both review of the platform's archive data and upon initial functional testing. The root cause of the "system error" message was determined to be a defective processor pca board. After replacement of the processor pca board and the damaged parts, the platform was functionally evaluated and passed all testing criteria. .

Event description:
It was reported that during patient care, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power on. No adverse patient sequelae was reported. No further information was provided.